Event description:
The customer reported this right ventricular lead was capped due to high impedance measurements of 1900 ohms. The sensing and pacing functions of the lead are within range and the patient is not pacemaker dependent. A new rv lead was successfully implanted. To date, there have been no adverse patient effects reported. The lead was actively implanted for approximately 10 years, 5 months.

Manufacturer narrative:
The lead was capped. Therefore, it will not be returned for analysis. As a result, the reported clinical allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.